Event description:
Same case as 2134265-2011-03439. It was reported that during a coronary artery treatment procedure the guide wire broke. The lesion being treated was located in the calcified and tortuous mid left anterior descending artery. They were unable to exchange the choice pt guide wire through the apex 2.0x15mm balloon as coating material was blocking the shaft of catheter of the manifold. The choice pt guide wire broke off in an effort to advance through the balloon. At this point the balloon and wire were both removed and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).